Event description:
Sorin group (B)(4) received a report that, during a procedure, the knob of the encoder was becoming more difficult to move. By the end of the procedure, the knob was stuck, no movement was possible. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 sys. The encoder is a component of this sys. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the knob of the encoder was becoming more difficult to move. By the end of the procedure, the knob was stuck, no movement was possible. There was no pt injury. A sorin group rep replaced the encoder at the facility. Subsequent testing found everything to be working properly. Sorin group (B)(4) has received the product for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.